Event description:
Customer called to report a leak from the unicel dxc 800 synchron system, which appeared to have originated from the ion-selective electrode (ise) waste drain. Customer attempted to flush the drain lines; however, the issue persisted. The leak was contained to the module and the drip tray. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) contacted customer via telephone, and customer stated that the issue was related to a pinched drain line, following customer-initiated maintenance / personnel training. Customer cleared and unpinched the line to address the issue. The fse verified proper instrument function with customer, and customer has not called back to report any further issues relating to this event. The cause of the pinched line and event, therefore, was due to user error during maintenance and training.

Manufacturer narrative:
(B)(4). Customer resolved user error issue.